Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (history of hypertension and hyperlipidemia) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 6 years and 10 months. The failure mode was identified as mixed aortic stenosis and aortic insufficiency. The physician did not feel this was early valve failure. Per the medical record, the patient had sought evaluation at the hospital for coffee ground emesis and was admitted for gi evaluation. An echo performed during his admission revealed a vmax of 4.8 m/s, an aortic valve area (cont equ) of 0.9 cm2, an aortic valve mean gradient of 51 mmhg and severe aortic regurgitation. The records indicated the patient had heart failure signs and symptoms with significant dyspnea on exertion. The valve in valve procedure went well, the patient was taken to the pacu and was expected to be discharged the next day.